Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4: batch #463d68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the joint cover damaged and the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. A gst60g reload fully fired with the deck damaged and several b-formed staples on the reload deck was loaded in the device. In addition a unknown 12 mm trocar was returned inserted in the shaft of the device. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The event reported of manual switch issue, could not be confirmed since the manual switch worked as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 484d05; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 463d68, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the 60 mm manual echelon flex stapler with 60 mm green refill was used and worked properly. A second 60 mm green refill was installed and, during the second shot, stapled and cuts. However, the stapler was blocked and did not open the jaws. Different maneuvers were performed even with the red button but it did not either. The tissue was released by itself and the stapler wasdremoved from the cavity, having to remove it with a trocar, since it was articulated. There was no patient consequence nor surgical delay reported. No additional information provided.